Manufacturer narrative:
Sections with additional information as of 15-apr-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: "additional report reference number: (B)(4)." Updated to "additional report reference number: (B)(4)." Meter and control solution (2) were returned for evaluation. Product testing was performed and no defect found on returned meter and control solution. Test strip lot number za5105s was not returned for evaluation; customer had returned related product test strip lot number zc5725s (no defect found). Most likely underlying root cause: mlc-012: product expired.

Event description:
Consumer reported complaint for control test results out of control range using level 1 and level 2 control solution. Emergency technician is calling on behalf of caltech university. Control test had been performed that produced result of 74 mg/dl using control level 1, lot number 4bc1a76. Control test was not within the acceptable range of 19-49 mg/dl. Control solution manufacturer¿s expiration date is 05/31/2026 and control solution had been opened one month prior to call. Control test had been performed that produced result of 146 mg/dl using control level 2, lot number 4bc2a84. Control test was not within the acceptable range of 91-123 mg/dl. Control solution manufacturer¿s expiration date is 05/31/2026 and control solution had been opened one month prior to call. No symptoms or medical attention associated with the use of the product was reported. The product is stored according to specification in the office. The test strips are expired: test strip lot manufacturer's expiration date is 07/24/2024 and test strips were also opened more than 4 months ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter, test strips and control solutions were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.